Event description:
A hospital in (B)(6) reported that 12 rt021 catheter mounts were leaking when checked with a ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. We are currently in the process of obtaining the complaint rt021 samples from the customer. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation.